Event description:
A malfunction on the customer's pump was reported, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump and assisted with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared. The caller acknowledged and understood these instructions.